Event description:
It was reported that the user experienced low glucose readings on the ilet with concurrent fingerstick values in the 70¿90 mg/dl range and had insulin on board, treated with oral fast-acting carbohydrates per troubleshooting and education guidance. Symptoms included nausea, lightheadedness, and weakness consistent with hypoglycemia. Outcomes included transient symptomatic hypoglycemia with a low blood glucose level of 63 mg/dl without hospitalization, managed with oral glucose and resulting in glucose recovery to the 80¿90 mg/dl range. Investigation included product-use troubleshooting and education with review of glucose readings and user-reported treatment response. Investigation of this case revealed no device malfunction identified and resolution with standard carbohydrate treatment. It was concluded that the event was hypoglycemia with cause unclear and managed conservatively according to recommended guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.